Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f23 captures the reportable event of intubation. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used during a rigid airway endoscopy procedure. During the procedure, the balloon catheter ruptured. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received april 22, 2022*** the cre pro wireguided balloon was used during a rigid airway endoscopy and balloon dilation procedure on (B)(6) 2022. During balloon dilation of the glottic stenosis, the balloon ruptured after a safety check at 5atm. The patient went into laryngospasm and urgent intubation over a bougie was performed. On initial placement of the bougie, resistance was felt and the patient experienced bleeding which was resolved with topical adrenaline. The esophagoscopy and tracheoscopy were performed with no complications and the patient was extubated successfully.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used during a rigid airway endoscopy procedure. During the procedure, the balloon catheter ruptured. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f23 captures the reportable event of intubation. Block h11: block h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used during a rigid airway endoscopy procedure. During the procedure, the balloon catheter ruptured. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received april 22, 2022. The cre pro wireguided balloon was used during a rigid airway endoscopy and balloon dilation procedure on (B)(6) 2022. During balloon dilation of the glottic stenosis, the balloon ruptured after a safety check at 5atm. The patient went into laryngospasm and urgent intubation over a bougie was performed. On initial placement of the bougie, resistance was felt and the patient experienced bleeding which was resolved with topical adrenaline. The esophagoscopy and tracheoscopy were performed with no complications and the patient was extubated successfully.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f23 captures the reportable event of intubation. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used during a rigid airway endoscopy procedure. During the procedure, the balloon catheter ruptured. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The cre pro wireguided balloon was used during a rigid airway endoscopy and balloon dilation procedure on (B)(6) 2022. During balloon dilation of the glottic stenosis, the balloon ruptured after a safety check at 5atm. The patient went into laryngospasm and urgent intubation over a bougie was performed. On initial placement of the bougie, resistance was felt and the patient experienced bleeding which was resolved with topical adrenaline. The esophagoscopy and tracheoscopy were performed with no complications and the patient was extubated successfully.